Event description:
Boston scientific crm received information that this representative contacted technical services in (B)(6) 2010 to discuss an episode where the device atrial paced (sensor driven) during an arrhythmia simultaneous with the qrs complex. This caused a slight acceleration of the arrhythmia and changed the qrs morphology. Technical services informed the representative that pacing was due to accelerometer input and discussed the option of reprogramming the sensor off or making the sensor less aggressive (to prevent pacing). Other options included shortening the minimum avd to increase the va time or potentially decreasing the cross-chamber blanking period to allow the device to sense the ventricular event.

Event description:
Caller states customer had low blood glucose symptoms with result of 40 mg/dl obtained on the aviva system at 22:22. Caller treated the customer with unspecified type of glucose, and customer tested 53 mg/dl at 23:00. Customer was then given hard candy and tested 107 mg/dl at 23:06. Caller states customer received the following results on the aviva system: 510 mg/dl (23:49), 168 mg/dl (23:53), 93 mg/dl (23:55), 170 mg/dl (23:56), hi (greater then 600 mg/dl) (23:59), 74 mg/dl (00:01), 106 mg/dl (00:09); 498 mg/dl (00:40), and 92 mg/dl (00:44). No adverse event related to the device was reported. Requested return of suspect device; however, test strips have been discarded; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.